Event description:
It has been reported to philips that the c-arm movement was not working. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a procedure, and the procedure was delayed. The philips field service engineer (fse) inspected the system onsite and found that lateral movement in the c-arm was not working. Upon functional testing, the fse found that there is bodyguard error message, c-arm is not moving in the direction and pan handle was stuck on boot up. The fse performed bodyguard calibration and pan handle was fixed. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.